Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 570 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection and insulin pump. Based on customer reported customer did not allege insulin pump was under delivering. Customer was performed high pressure test and it was no alert. The device will be returned for analysis.